Event description:
It was reported there was a urine leakage problem in the dark-blue tap located on the top of main chamber of the device.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The device was used on a pt, however, there was no report of harm to the pt. It was reported the device was removed immediately after the leakage occurred (after a couple of hours) and the floor of intensive care unit was contaminated then disinfected. Additional info was requested, however, no pt/event related follow-up info has been received to date. Should additional info become available, a follow up report will be submitted. A return sample for eval is not expected.